Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient (pt) called to report discomfort, irritation, burning sensation and redness in (B)(6) 2019 after 3 days while wearing the acuvue oasys for astigmatism brand contact lenses. The pt went to an eye care provider (ecp) who diagnosed a corneal ulcer and prescribed vigamox 1 drop every hour for 15 days. On (B)(6) 2019 a call was placed to pt and additional medical information was provided: the pt visited the ecp on (B)(6) 2019 and was diagnosed with a corneal ulcer os. On (B)(6) 2019 the pt had a follow-up visit with the ecp, who advised the os was better. The vigamox dose was decreased to every 6 hours. The pt was advised to discontinue cls wear until cleared by ecp. The pt reported a daily wear schedule with lens replacements at 30 to 40 days. The pt uses opti-free to disinfect the lenses. On (B)(6) 2019 a call was placed to the pts treating ecp and additional information was provided: the ecp reported the pt was diagnosed with os superior temporal bacterial corneal ulcer. The pt was initially prescribed vigamox q 1 h; on (B)(6) 2019, the os corneal ulcer was healed and treatment with vigamox was reduced to q 6 h. Follow-up appointment was scheduled on (B)(6) 2019. The ecp recommends the pt only wear glasses or gas permeable lenses. No additional medical information was provided. On (B)(6) 2019 the pt reported the eye exam was rescheduled for (B)(6) 2019. No additional medical information has been received. The suspect os lens was discarded by the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00k6l0 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.